Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status. The device was implanted for 39 months and 15 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified damaged insulation, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, the therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.

Event description:
It was reported that the device showed the eri status via home monitoring approx. 40 months after the implantation. The device was explanted.

Manufacturer narrative:
The previous follow up was reported with an incorrect event country and incorrect date for information received by the manufacturer. The date has been corrected to 18-jan-2021. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status. The device was implanted for 39 months and 15 charging cycles were recorded in the devices memory. The ICD was subjected to an electrical analysis. First the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. The shock was delivered, but the specified energy level was not reached. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. In a next step, the electronic module was attached to an external power supply to check the functionality of the electronic module. There was no indication of a malfunction. All therapy functions were available and worked as expected. The overall current consumption of the module was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed no anomalies. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified damaged insulation, which led to an increased internal self-depletion and, as a result, to the clinical observation. In conclusion, the therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. The analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.